Manufacturer narrative:
Pump was received without a battery and battery cap. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.08735 inches: test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded history files and traces using thump and carelink. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 20-jan-2025. However, on (B)(6) 2025, the daily total collection start time, the daily total of basal insulin delivered = [5.625 u] and daily total of bolus insulin delivered = [24.3 u] which is equal to the daily total of all insulin delivered = [29.925 u]. All basal were delivered in auto mode/manual mode. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications [21.342 mv]. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. The pump passed all the required testing. Reprogram alarm and possible under delivery anomaly were not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump-only delivery of half of the required insulin. The customer reported no adverse event. The event involved product(s) mmt-1886. The troubleshooting was performed and the customer reported receiving a check settings alarm. The customer was able to clear the alarm. The customer did not receive another alarm before the check settings alarm and the customer did not clear settings through the manage settings menu. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1886 was requested and the customer response was that the device would be returned.